Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps flex articular surface, catalog #: 00596203210, lot #: 62116967; nexgen femoral component, catalog #: 00576401652, lot #: 62123902; nexgen all polyethylene patella, catalog #: 00597206532, lot #: 62081127. No product was returned; therefore a visual and dimensional evaluation could not be performed. The reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02159, 00012, and 00040.

Event description:
It was reported that patient underwent right total knee arthroplasty. The customer further reports patient underwent a revision procedure approximately three years post-implantation due to allegations of instability, loss of balance, immobility and pain. No additional patient consequences were reported.